Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating; therefore, a revision surgery was performed to remove and replace cylinders and pump. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. No leaks were identified in the first cylinder; however, during microscopic valuation a small crimp was noted in its outer tube. The second cylinder passed all testing. The pump was microscopically and functionally inspected and tested for leaks. The pump passed leak and microscopic examination; however, it did not pass functional testing due to failure of the activation test. Based on the information available and analysis results, the small crimp identified in the first cylinder and the pump not passing the functional test could have caused or contributed to the reported clinical observations.